Manufacturer narrative:
Previously reported by the manufacturer:the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) need to be replaced to address the issue. The root cause is confirmed at this time. The repairs are pending the customers approval. Fco86600081follow-up repair to be handled by a philips authorized service provider. A final report is being filed at this time, and a supplemental report will be filed if additional information becomes available. New information: the trilogy ev300 ventilator was serviced by a third-party service center. The field service engineer replaced 3-way solenoid and proportional valve to resolve the issue of a active exhalation verification: s(+) p(+): pilot: reading failed test step. The device passed all testing, and the system meets the specification for the performed service and is returned to use. Additionally, the faulty 3-way solenoid and proportional valve was returned to riql for an active exhalation verification test failure at service. This failure is being further investigated. No further evaluation of this part is required at this time.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) need to be replaced to address the issue. The root cause is confirmed at this time. The repairs are pending the customers approval. Fco86600081 follow-up repair to be handled by a philips authorized service provider. A final report is being filed at this time, and a supplemental report will be filed if additional information becomes available.